Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case cracked by the left bottom corner, a cracked battery door and visible contamination on top case ,bottom case and on plunger head. Device underwent syringe and calibration verification testing. Invalid syringe size duplicated during syringe test, confirming the reported customer response. The problem source has been determined to be user interface as contamination was found on barrel clamp assembly, including size pot. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface.

Event description:
Information was received that a smiths medical medfusion 4000 pump had a system malfunction. No patient involvement.